Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient presented with non-st-elevation myocardial infarction and was transferred for surgical evaluation. The doctor requested an impella cp be placed the morning of coronary artery bypass grafting due to tight left main coronary artery and low ejection fraction of 25%. The doctor felt anesthesia induction was risky and wanted support to get the patient in the operation. The patient arrived back in unit from two vessel bypass this afternoon and the case went well but after weaning from bypass, the patient was unable to maintain impella flows or blood pressure. Multiple blood products were given over the next two hours trying to catch up. Hemoglobin and hematocrit continued to drop and ultimately the doctor found the heel of the anastomosis of the left internal mammary artery to left anterior descending artery graft was bleeding. The decision was made to go back on bypass and arrest the heart to repair the suture line. While on the pump the second time, the patient was felt to have become cardioplegic and methylene blue was administered by the doctor. It was later reported that the patient took a turn overnight, continued to deteriorate and the expired.

Manufacturer narrative:
Additional information: there was no correlation to the pc priming. The impella cp performed as expected. Patient escalation was discussed but denied. Related reports: this impella cp device report is one of two devices associated with the event. The medical device report on the impella purge cassette and priming issue is in process.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the injuries, hypotension and major bleed were not determined due to insufficient clinical details. The pump was not returned for investigation. Data log review was not provided or could not be retrieved from the remote server. The cause of the low pump flow issue was not determined without returned product investigation and sufficient clinical details.